Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had an advance sling implanted on an unk date. The physician reported "an advance erosion into urethra." The physician will do a revision surgery at a later undetermined date. No additional patient complications have been reported in relation to this event.